Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump reset to default time and date without power loss. The reporter denied any blood glucose excursions. This report is being made due to the alleged history settings issue.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box verified the pump's time and date reset to the default setting of 12:00 am (B)(4) 2007 after power on resets. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened for investigation and revealed the bt1 (internal battery) component was leaking. Unrelated to the complaint, the keypad was torn at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The ok and up arrow keypad buttons had intermittent response on testing and required excessive force to evoke a response. All the other keypad buttons were appropriately responsive with normal spring back or click. The kepad cover was removed for investigation and revealed the ok key contact was inverted and there was visible contamination under the contacts of all the keys. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.